Event description:
Customer reported "higher than normal bg levels and suspected a pod issue." At some point in the day, she had a bg of 398 mg/dl so she delivered a correction bolus of 11 units. Her bg then read 456 mg/dl so she changed the pod. While deactivating the pod, the customer noticed the cannula appeared "slightly bent/kinked." The product is not expected to return.

Manufacturer narrative:
No product was returned for evaluation - we are unable to investigate the device to determine any possible malfunction that may have caused or contributed to the customer's high bgs. A bent/kinked cannula as reported by the customer would likely restrict insulin flow which may lead to hyperglycemia, however, we are unable to confirm this conclusion since no product was returned. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose at least two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted hyperglycemia may result." Noticing the cannula appears different early on allows the user to take the appropriate action and reduced the duration of elevated blood glucose levels. Lot qualification records were reviewed and found to have met all acceptance criteria.